Manufacturer narrative:
Concomitant medical products: d314drg ICD implanted: (B)(6) 2011.

Event description:
It was reported that the p and r wave trends were considered invalid on the device, and the atrial lead exhibited small p waves. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.